Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).

Event description:
It was reported that the aq2015a silicone three piece was inserted and a crack was noted. The surgeon cut the lens and removed it without any patient complication. It was reported that there were loading issues.

Manufacturer narrative:
Visual inspection of the the returned lens showed the lens was torn into two pieces with evidence of a clear surgical residue. (B)(4).